Event description:
Information was received from a patient regarding an external device. The reason for call was patient says their rep "reprogrammed my stimulator on monday and I hadn't used it the last 5-6 months, I had only charged it so I could get into MRI mode for an MRI" patient (pt) says that after the reprogramming, they have found the implant battery level doesn't drop below 100 percent. They said this was noticed on tuesday. Patient can feel the stimulation but implant stays at 100 percent and says its on. Patient says their implant is implanted very superficial under the skin and they feel a burning when charging implant. They said the hcp is planning on taking implant out and replacing it with a non-rechargeable implant and moving it higher up in her body. Patient mentioned that they prior to this issue, they have never been able to get through a day without having to charge the implanted neurostimulator, or turn it off for a while to save the battery. Patient says the rep knows that implant isn't dropping below 100 percent, as they messaged with them today and was told to call pats to see if the issue is the controller giving a false reading, as the battery should have depleted below 100 percent by now. Patient reset controller during the call, and says they are on group a and setting 1 is at 1.0v and setting 2 is at 1.2v. Patient says the pain is being helped somewhat, but they fell off a chair on sunday so its hard to tell and has spent a lot of time in bed because of the fall. They said they can move a certain way they "feel a hum vibration and it actually feels good so I move intentionally in that position because the vibration feels good". Patient increased stimulation on setting 1 and 2 and is going to see if the implant level drops after 2 hours. If it doesn't drop they will call pats back. They mentioned that their charger is so superficial under the skin that it is burning them when they charge it. Patient said they told the representative about this, and says healthcare provider is going to change it to a self charging battery and put it in a different spot. Patient is currently on group a with settings 1 and 2 at 1.0 and 1.2. They increased them up to 1.6 so that it was comfortable. Patient will call back in 3 hours to see if the charge level has dropped. Case reopened and reassigned to send request to repair as pt called back stating she has increased the settings but the implant is still showing 100%.agent adding pt increased stim to 3 or 4 to where it's zapping her for the past couple hours but implant level still shows 100%. Replacement request was sent for controller.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Coding updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.